Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the left and right plunger cases were broken. Upon review of the pump history log, a force sensor test error was noted. Device underwent functional testing; confirming the reported customer complaint upon start up. The problem source has been determined to be user interface; a result of the customer's impact to the device.

Event description:
Information was received that device has force sensor test alarm. Unknown patient involvement was reported.